Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump was reported to over-infuse chemotherapy. It was noted that the infusion volume went in over a 24-hour period instead of the ordered 48-hour infusion time. The patient was monitored with no symptoms. It was later reported that under-infusion actually occurred as there was significant delay in therapy. There were no reported adverse effects.